Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of post operative follow-up notes. DHR was reviewed and no discrepancies were found. X-ray review noted that overall fit and alignment are anatomic. Bone quality appears mildly osteopenic. No issues were noted with the components implanted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01977-1, 0001822565-2018-05604-1, 0001822565-2018-05609-1, 0001822565-2018-05612-1, 0001822565-2018-05613-1, 0001822565-2018-05615-1, 0001822565-2018-05616-1.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00830004400 tibial base component, lot 63046939; 00830002400 talar component, lot 62990953; 00830005400 tibial insert, lot 62861441; unknown trauma screws. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01977, 0001822565-2018-05603, 0001822565-2018-05604, 0001822565-2018-05609, 0001822565-2018-05612, 0001822565-2018-05613, 0001822565-2018-05615, 0001822565-2018-05616. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported the patient had pain post primary implantation of a tm trauma and ankle plate. The patient was re-operated and plate was removed, causing the pain to subside. Attempts have been made and no further information has been provided.